Event description:
Eight months aftr pci with two cypher stents, restenosis was found in both stents. This patient presented to cath in 2004, for elective pci on a 59% de novo lesion in the proximal rca of 6.72mm length in an unknown vessel diameter and a 65% de novo lesion in the atrioventricular branch of 6.95mm in length in an unknown vessel diameter that was bifurcated. The (b1) concentric lesion in the rca was also characterized as introitus. Intra-procedure medications included asa 100mg/day, 10,000 units of heparin, ticlopidine hydrocholoride 200mg/day and diltiazem hydrochloride 90mg/day. The lesions were not pre-dilated before deploying one 2.5x18mm cypher stent at 22 atm in the left main coronary artery. Residual diameter stenosis measured 10% deployed next was one 3.5x23mm cypher at 16 atm in the proximal rca. Residual diameter stenosis measured 13% ivus was conducted.